Event description:
It was reported to philips healthcare an unspecified failure was found during fco implementation of the heartstart mrx.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.